Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 458 mg/dl and the other blood glucose level was 258 mg/dl. Customer declined troubleshooting. Customer experienced symptoms such as dry mouth and abdominal pain related to high blood glucose level. It was unknown whether the auto mode feature was on or not. Customer stated the high blood glucose level was due to bent cannula. The insulin pump will not be returned for analysis.